Event description:
The customer stated that the display on the insulin pump goes blank, whenever the act button is pressed. The reported blood glucose reading was 257 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display goes blank whenever a button is pressed, due to an anomaly isolated to the liquid crystal display board.